Event description:
The customer reported that the system displayed corrupt software errors. This error will prevent the system from booting to a usable state. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system hard drive was replaced. System software and calibration were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.